Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012. Samples received: 49 unopened pouches. Analysis and results: there are no previous complaints of this code-batch. Manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in stock. Tightness test to the closed samples received has been performed and all units are tight. A rotation test on closed samples received was performed, it was noticed that some threads (9 of 49) breaks easily next to needle. Then, detachment of the needle or breakage of the thread in that area could have been caused by too much thermal treatment in the manufacturing process, which causes the thread burnt and breaking easily in the attachment area. Final conclusion: taking into account that the results of samples received do not fulfill the OEM specifications, it is concluded that the complaint is confirmed.

Event description:
It was reported by the healthcare professional "that the needle is detached from the thread easily during a urology procedure." There is no patient affected and it has occurred with more than one suture. All med watch submissions related to this are: 3003639970-2019-00148.